Manufacturer narrative:
Allergies and asthma may lead to permanent impairment or damage of a body structure. Hypersensitivity code selected due to customer complaint regarding the possibility that the "mold might be affecting (my allergies)."

Event description:
Consumer complained that the mold found on toothbrush may be affecting their asthma/allergies. No injury reported. No medical attention sought for this issue.